Event description:
It was reported that surgeon removed a tibial nail on (B)(6), 2023 because of a possible infection. The nail was difficult to remove for various reason. Surgeon was unable to connect the appropriate extractor for the ex locking nails and therefore had to try multiple options and eventually a competitor's conical extractor successfully extracted the nail. There were already previous unknown fragments as well from when the surgeon was attempting to remove a difficult interlocking screw. The most distal screw was buried in bone and eventually was knocked out successfully. Additionally, one of the wrappers of a 3.0 reaming rod split. Sales rep offered to grab a new reaming rod, however the surgical tech and nurse decided to use that one. Sales rep did not confirm if fragments were removed from the tibia after the removal. Surgery was completed successfully with a delay of forty five (45) minutes. After the surgery, it was noticed in sterile processing department (spd) that the extraction screw threads have been damaged. This report captures the postop event of infection, while the intra op event of extraction screw thread damage and one of the wrappers of a 3.0 reaming rod breakage are captured under related complaint (B)(4) this report is for one (1) unknown locking screw this is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : d1, d2, d3, d4, g4-510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.